Event description:
During a routine shift check by a clinician, the device failed to power up with battery power. The device powered up with ac power. Complainant indicated that there was no pt involvement in the reported malfunction.